Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the smart device and transmitter that occurred on (B)(6) 2015. Dexcom representative advised patient to close all applications in background. Phone and transmitter are connected now successfully. No additional patient or event information is available.